Manufacturer narrative:
B4:19aug2021. The biomedical engineer replaced the data acquisition board and the power management to address the reported issue.

Manufacturer narrative:
Report date: 13jul2021. There was no patient involvement.

Event description:
The customer states unit gives low leak co2 rebreathing risk alarm message at start up, visual and audible alarm. The customer reported that the unit was not in use on patient at the time of event. There was no patient or user harm. The customer contacted product support and customer noted code 1203 in event log. Air inlet filter is clean. Product support advised customer to replace flow sensor assembly to correct the issue. Other information is pending.